Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the tenaculum forceps instrument broke. The customer found wire fiber(s) in the patient and retrieved them during the same surgical procedure which was completed robotically. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no damage was reported prior to use of the tenaculum forceps instrument. The issue was identified during tissue retraction. It is unknown for how long the instrument was in use. The surgical staff did not notice any damage to the cannula and no additional damage to the instrument after the event occurred. The surgeon noticed a fragment and removed it robotically. It was confirmed visually and with x-ray at the end of the procedure that no fragments were left in the patient. There was no additional surgical procedure required to remove the fragment. It is unknown if the patient has returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. There are no images of a device or video recording of the procedure available for review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tenaculum forceps instrument and performed failure analysis. The instrument was analyzed and found to have a loose pitch cable at the distal end. The loose cable segment that contains the crimp was still installed in the clevis.